Event description:
The rptr, a hospital lpn, reported that they did a meter to hcp meter comparison test on an outpatient who stated they had gotten three low results on blood glucose tests. Using pt's strips, the meter test result ws 16 mg/ml, and the nurse's meter (surestep pro) had a result of 130 mg/dl, using hospital test strips. Nurse stated that pt's strip confirmation dot was "blue" before pt placed their sample on it. Nurse stated that the pt is homeless; nurse does not know how the meter is cleaned. Pt was not treated. No harm was alleged.